Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode placement procedure. It was reported that the surgeon was scrolling through his plan for a case and when he was using the arrow keys he said the movement along the plan was "twitchy". Technical services (ts) asked the representative to scroll across the plan and to make a new plan to try and replicate the behavior, but the system acted normal. There was no reported delay and no impact to patient outcome. Additional information received: the keyboard is functioning normally. The doctor was counting as he was pressing the right arrow key on the keyboard to move through his plan slice-by-slice. As he counts (presses the arrow key) the screen does not move then all of a sudden it jumps. This was noticeable in the plan in the mm count to target on the right of the screen where the values do not change then all of a sudden it changes.